Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) was interrogated and the battery longevity status bar was gray. The ICD was not used. There was no patient involvement.